Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 694758 lead. Implanted: (B)(6)2025. Explanted: (B)(6)2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient¿s family member that the patient had their implantable cardioverter defibrillator (ICD) system explanted approximately 5 weeks post implant because the patient¿s body was "rejecting" the ICD system. The patient¿s family member described the infection as the whole area was infected, gross looking, and turning black. They also noted that the infection was in the patient¿s blood stream but the patient also had an infection possible prior to developing the device related infection. Additionally, the patient¿s family member stated that the patient is deceased and had passed away on (B)(6)2025, which was approximately 6 weeks post explant of the patient¿s ICD system. The patient¿s cause of death has been requested and not received.